Manufacturer narrative:
The drill bit subject to this complaint was not returned for evaluation. It was not possible to determine the root cause for the alleged issue.

Event description:
It was reported that the bit stopped spinning during a surgical procedure. No adverse consequences were reported.